Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, low pacing impedance, and high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.